Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's atrial lead presented with dislodgement. This was addressed by a procedure on (B)(6) 2021 in which it was discovered there was low pacing impedance and no sensing. The atrial lead was explanted within the same operation. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance and failure to sense. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The cause of low pacing impedance and failure to sense was due to damaged inner insulation consistent with procedural damage.